Event description:
A series of falsely elevated troponin I results was obtained on an individual patient. The results were reported to the physician. A cardiac catheterization was performed on the patient. When no pattern emerged of the characteristic rise and fall of troponin I results, a sample was run by an alternate methodology and a negative result was obtained. It is unknown if patient treatment was altered or prescribed beyond the catheterization procedure. There was no report of adverse health consequences as a result of the falsely elevated troponin I results or treatment.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is heterophilic antibody interference. The IFU for the dimension ctni flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.